Event description:
It was reported that pump generated cartridge alarm 20 and customer had previously experienced similar cartridge alarms with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to place original pump in storage mode and return it with prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement device.